Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked. The following information was provided by the initial reporter: it occurred in the surgical oncology department when fluid was found leaking from the extension tube during infusion. On 2021-10-21 received update from sales representative, event description updated as follows: leakage in the middle of extension tube.